Manufacturer narrative:
Investigation - evaluation: a review of documentation, drawings, manufacturing instructions, instructions for use (IFU), quality control data, functional testing and visual inspection of the returned device was conducted during the investigation. The catheter was returned with biomatter present. The cap and tubing were not able to be twisted or pulled within the proximal assembly. The catheter was returned with the suture cut and the mac-loc in the unlocked position. Two threads were present between the mac-loc and the cap, which complies with the manufacturing instructions. No cracks were observed on the mac-loc or cap. The catheter was then occluded with hemostats in order to pressurize the proximal assembly. Water immediately leaked out of the locking mechanism of the mac-loc. The lock was then closed, and the proximal assembly was re-pressurized. A pressure of 8.0-8.2psi was maintained for 2 min with 1 drop of water forming, but not falling. It should be noted, the validation acceptance criterion was met. The complainant device lot number is unknown. Thus, a review of the device history record, nonconformance history, and related product complaints query could not be conducted. However, the manufacturing documents were reviewed, and no notable gaps in production or processing controls were noted. There is no evidence to suggest that this device was made out of specification. Based on the information provided, examination of the returned product, and the results of our investigation; a definitive root cause could not be determined. Per the quality engineering risk assessment, no further action is required. Appropriate personnel have been notified and monitoring will continue to be performed for similar complaints.

Manufacturer narrative:
(B)(4). The event is currently under investigation. A follow-up report will be submitted upon receipt of additional information or completion of the investigation.

Event description:
The customer reported that the ultrathane mac-loc locking loop multipurpose drainage catheter was employed during a nephrostomy. The patient reportedly later returned complaining of a leakage at the site where the hub meets the catheter. The drain was exchanged for a new device over a wire. No further complications were reported.